Manufacturer narrative:
Product event summary: the controller ((B)(4)) and four batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed 1 critical battery alarm involving (B)(4). In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. Additionally, log file analysis revealed several premature power switching events involving (B)(4). These observations are indicative of communication errors between the controller and batteries. The most likely root cause of the reported event can be attributed to a communication errors between the controller and batteries. An internal investigation is investigating communication errors. The controller, (B)(4), in use during the event did not have the software upgrade.the most likely root cause of the reported event can be attributed to a communication errors between the controller and batteries. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650de / expiration date: 2016-04-30. (B)(4). Yes, return date: 2016-02-12. Mfg date: 2015-04-06. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650de / expiration date: 2016-04-30. (B)(4). Yes, return date: 2016-02-12. Mfg date: 2015-04-06. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650de / expiration date: 2016-04-30. (B)(4). Yes, return date: 2016-02-12. Mfg date: 2015-04-06. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650de / expiration date: 2016-04-30. (B)(4). Yes, return date: 2016-02-12. Mfg date: 2015-04-06. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a ¿critical battery¿ alarm and power switching associated with the controller and four batteries. The controller and all four batteries were replaced. No patient complications have been reported as a result of this event.